Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the fuses within the viewing station of the imaging system on 10 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, when performing a system checkout they observed that the imaging system was not receiving any power due to blown fuses. No additional information was provided. There was no patient present when this issue was identified.